Manufacturer narrative:
Correction: h6 - health effect - clinical code - should be "1930 - unspecified infection and 2013 - pocket erosion".

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented in the emergency room, due to pocket infection and erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the active system pacemaker, right ventricular lead and right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.